Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
Th customer reported that the left monitor was too dark to see the images. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.